Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure performed on (B) (6) 2009. According to the complainant, the patient presented with coughing and mucus in the lungs post procedure. The physician discovered a hole in the stent, so another ultraflex was placed through it. On an unknown date, both stents were removed by the physician because the patient had healed. No issues were reported with the second stent placed. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure performed on (B)(6), 2009. According to the complainant, the patient presented with coughing and mucus in the lungs post procedure. The physician discovered a hole in the stent, so another ultraflex was placed through it. On an unknown date, both stents were removed by the physician because the patient had healed. No issues were reported with the second stent placed. The patient's condition at the conclusion of the procedure was reported to be "fine". Since the initial MDR was filed, additional information has been received. The stents were explanted between (B)(6), 2010.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a stent placement procedure performed on (B)(6), 2009.according to the complainant, the patient presented with coughing and mucus in the lungs post procedure. The physician discovered a hole in the stent, so another ultraflex was placed through it. On an unknown date, both stents were removed by the physician because the patient had healed. No issues were reported with the second stent placed. The patient's condition at the conclusion of the procedure was reported to be "fine".since the initial MDR was filed, additional information has been received. The stents were explanted between (B)(6), 2010 and (B)(6), 2010.

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required/coughing/mucus. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received. The stents were explanted between (B)(6), 2010 and (B)(6), 2010. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device consisted of two stents, one inside the other. A visual examination revealed that coating of the outer stent, had a series of longitudinal tears at several locations. The longest tear was 24 mm in length and the smallest tear was 3 mm in length. There appeared to be no damage to the coating of the inside stent. Based on the condition of the returned device, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was not used per the directions for use (dfu) / product label.